Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device battery status has been fluctuating. The longevity remaining estimates have went from less than 6 months to 2.5 years to the most recent reading of more than 1.5 years remaining. Programming changes were made to extend battery life and the patient and device will be monitored for now. To date, there have been no additional adverse patient effects reported.